Event description:
In (B)(6) 2020 for the first time I was contacted by allergan that the implants I had since 2013 were recalled. For over the last year I have been having constant pain in my right breast and armpit. When I was contacted; I explained to the company representative that I had not heard of this recall and that I have been having constant pain. (B)(6) 2013 I had breast augmentation (replacement for 20+yr old implants). My implants are 410 fm natrelle (allergan) highly cohesive anatomical shaped silicon filled implants. It's my understanding that the FDA recalled these implants in 2019. The only compensation that the company is offering is free saline implant replacement. I have to pay for the surgeon, the cost of the surgery, anesthesia and loss of work. Plus I don't know if any further complications will arise when the surgeon is performing the surgery. I'm in constant pain, 24hrs a day, I can manage most days but sometimes I can't manage the pain. I would like allergan - natrale or who ever took over to pay more than free saline implants. The cost of the whole surgery and compensation should be paid by the company. I was misled into believing that these silicon implants were safe. If they weren't safe I would have never chose silicon. What if I have or develop the cancer associated with these implants. FDA safety report ID # (B)(4).